Event description:
It was reported that the patient experienced a fluttering in their chest and shortness of breath. It was noted that the right atrial (ra) lead exhibited undersensing and in the atrial high rate episodes, there were times the device was not sensing the atrial beats. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.